Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat an unknown lesion. The omnilink elite vascular balloon-expandable stent was deployed but when removing the deployed stent balloon out of the 6fr sheath, there was a lot of difficulty. There were no adverse patient effects or clinically significant delay. The patient outcome was good. No additional information can or will be provided.